Manufacturer narrative:
Cancellation report being submitted as this event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.

Event description:
Cancellation report being submitted as this event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor tried to insert clso-10-7 (449738) into the cbd together with oa-10 (B)(4). The inner guiding catheter passed through the stricture, but the stent did not go up even when pushed with the out pusher. The out pusher of oa-10 (B)(4) was distorted. They inserted clso-7-7 (B)(4) and completed the procedure. No information available on patient outcome.